Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a palodent v3 univ 2 ring refil broke during use. The outcome of this event is unknown as of this MDR.

Manufacturer narrative:
Additional information: adding UDI # (B)(4). This is a follow up report to report this information. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Product will not be returned, lot number unknown.